Event description:
Artifact detected during AED deployment. (B) (4).

Manufacturer narrative:
Method: ECG reviewed for this incident. Result: artifact detected during analysis. Conclusion: this report is being filed as it cannot be concluded that recurrence will not result in a delay of therapy. Device labeling (IFU and voice prompts) instruct the user on how to address artifacts.